Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the pump was tested by product analysis and the reported issue could not be duplicated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting multiple complaints and blood glucose issues. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient had received several replacement pumps with continued complaints. This report is being made due to an unknown malfunction with the pump.